Manufacturer narrative:
Info was issued instructing how to properly engage and verify that the buckle is secure.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone chest belt buckle disengaged during the prone position and no alarm sounded. On (B)(6) 2011, the kci rep reported that the chest belt buckle had not been fully engaged and had not been buckled with an audible click. There was no report of injury to the pt.